Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a cholecystectomy (video) procedure, when the device was opened the instrumentation technician verified that the cannula was crushed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: batch l92c94. Obturator. The analysis results found that the b5lt device was returned with the cannula from the obturator bent. Due to the condition of the device, no functional testing could be performed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the reported event. No incident related to the reported event was observed during the batch record review.